Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, event, concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR. The event is confirmed with product received. Upon visual inspection, the screw is fractured and the rubber o-ring is missing. It is unknown if the o-ring was used during the procedure. The device shows wear & tear that indicates repeated use. A review of DHR noted no deviations/ anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty, when the surgeon was impacting the acetabular cup, the alignment guide screw broke. The screw fell on the drapes and not in the patient. It was retrieved. Surgery was not delayed because the surgeon could finish the surgery without it. No additional information available.